Event description:
A customer observed out of range quality control data for amon following calibration of the analyzer. This observation is consistent with an event that could lead to inappropriate physician action. There was no report of pt harm as a result of this event.